Event description:
It was reported the needle mechanism did not deploy. The pod was worn for less than an hour and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the cannula dislodging. A root cause for the reported dislodged cannula could not be determined. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No bends, kinks, or leaks were observed. No damages or deficiencies in the fluid path were discovered.